Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown/not provided. If explanted, give date: not applicable as the device remains implanted (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product was reviewed and no deviation was found during process related to the complaint issue reported. There are no discrepancies found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search on complaints performed june 14, 2019 revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol), model pcb00, 23.0 diopter was inserted, it appeared to have a black fiber near the edge of the optic, that seemed to be embedded. It was indicated that the fiber was on the lens, not from the sterile field. Additional comments were it seemed like the lens was not properly filed in that part of the iol and they tried to remove it but could not; therefore, the lens was left in the eye. There were no surgical interventions such as vitrectomy, incision enlargement and sutures required. No additional information was provided.